Event description:
An implantable cardioverter defibrillator (ICD) and three competitor leads were returned from an unknown source indicating the patient was deceased. Information identified in the paperwork indicated the patient died approximately 8 months post implant of the ICD. Follow up to the physician's office revealed the cause of death was ventricular tachycardia (vt). No additional details were known or provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 4469 boston scientific lead, implanted (B)(6) 2003; a 4513 boston scientific lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
No eval explain code.